Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that three of the four prongs at the tip of the screwdriver were broken off and were not sent back for evaluation. The dimensions of the broken prongs cannot be verified anymore, therefore this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that the tip of the cruciform drive broke off. It is not known if it broke during a procedure. The consultant was advised by the hospital staff that it was found broken.